Event description:
It was reported that the intraocular lens (iol) was repositioned in a secondary procedure. The lens had rotated 30 degrees off axis. The patient's refraction -.75 +1.75 @65. The lens was rotated on (B)(6) 2014. There was no patient injury reported. Patient examined at the post operative visit and was seeing 20/30.

Manufacturer narrative:
Explant date: if explanted, give date: na (not applicable) to date the intraocular lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records was performed. The tecnis toric intraocular lens was sterilized and released and there were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. There were no complaint related environmental monitoring non conformances when the production order was manufactured. There were no associated nonconformity materials reports or non conformances. There were no associated nonconformity reports or deviations. A search revealed that no other complaints for this order number were received to date. The complaint trend was reviewed and did not show any significant change over historical averages. Based on the manufacturing record review and historical review no non-conformances were identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.